Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valve, but no significant deformation was determined. Permeability test: a permeability test has indicated that the m. Blue is clogged. Computer controlled test: because the m. Blue is not permeable, a computer controlled test is not applicable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found in m. Blue. Results: based on our investigation results, we can determine a blockage and a non-adjustability of the valve. The determined organic deposits can be named as the cause for the functional deviations. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a m.blue (#fx841t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.